Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid - urethral sling system device was implanted into the patient during a paravaginal wall repair + vaginal vault suspension + enterocele and rectocele repair + transobturator sling procedure performed on (B)(6) 2005 for paravaginal wall defect, vaginal vault prolapse, rectocele, enterocele and urinary stress incontinence. As reported by the patient's attorney, the patient experienced an unknown injury. It was also reported that the patient was implanted with gynecare gynemesh prolift total pelvic floor repair mesh system device during the same procedure.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2005, implant date, as no event date was reported. Device identification, device manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter name and address: this event was reported by the patient's legal representation. Implant surgeon: (B)(6). Evaluation codes: imdrf patient code e2401 captures the reportable event of unknown injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.